Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photo was evaluated by visual examination, and the customer reported defect can be seen. Additionally, 30 retained samples were visually inspected for defective stopper molding, and all retained samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed the tube had a molding defect. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed the tube had a molding defect. No patient impact reported.